Manufacturer narrative:
Additional information received that the event occured during patient use. No patient injury or medical intervention required. The patient received remaining infusion volume by changing the entire tpn bag & tubing set-up with priming extra fluid through tubing. It was reported that infusion is life-sustaining.

Manufacturer narrative:
Additional information: e1 (customer facility name) correction: the initial aware date is (B)(6) 2019.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ongoing "air in-line" alarms. It was reported that the patient caregiver was instructed to prime additional fluid through the tubing when setting up, and checked to make sure the air sensitivity is set to "low". No adverse effects were reported.